Manufacturer narrative:
UDI section of device identification is unknown. No product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The load is applied in the loosening direction when the patient circuit is attached or detached so the patient outlet connector became loose. Tightened the patient circuit connector as a solution to the problem. The cause of the reported problem could not be determined. The source of this problem might be associated with the design of the device but this design issue is not a problem related to manufacturing or previous smiths repairs. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A CAPA was opened to investigate the reported issue.